Manufacturer narrative:
Reported complaint alleged the use of the gs-018c device for an epidermal procedure, this procedure is not in included in the established intended use of the device. Preliminary investigation concluded that the device was used beyond the intended use. Bovie j-plasma labeling states the product is used for cutting, coagulation and ablation of soft tissue during open and laparoscopic surgical procedures.

Event description:
Reported complaint alleged that patient scaring after procedure with j-plasma. Patient required additional dermatologist treatment.